Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote home monitoring system detected an alert indicating voltage too low for projected remaining capacity. Device memory was reviewed and the data indicated that therapy delivery was unaffected and with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. It was recommended that the device be replaced and returned for reliability analysis. Additionally, further device review confirmed that shock impedance measurements had increased from 60 ohms to 101 ohms. Additional information was received that with the device, shock impedance measurements gradually increased to 142 ohms in the right ventricular (rv) lead to can configuration and 114 ohms in the rv to right atrial (ra) lead configuration. A revision procedure was performed and the device was explanted. When connected to the new device in the triad configuration, shock impedance measurements were within acceptable limits. No adverse patient effects were reported during the procedure.